Event description:
It was reported that the patient underwent a procedure for posterior cervical fusion from the occiput to c4 with implant of occipital bone plate and cables. Approximately 3 weeks post-op the patient presented with some paralysis. Area and degree of paralysis is unknown. It was found that both sides of the occipital plate were broken adjacent to the screw holes. It was also found that the cable at c4 was broken. The surgeon presumed that the broken plate may have put pressure on the dura mater resulting in paralysis. A revision surgery was done to remove the implants and the patient was put in a halo vest.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer. Evaluation is in progress. Post-operative x-rays were provided for review. Lateral views and ap views of rheumatoid neck. Previous acdf c5, c6, c7 with posterior fusion followed by posterior occiput to c4 with sublaminar cables. Fusion is very solid down to c7. One week post-op one of the occipital rods is moving posteriorly at c4-5 suggesting loosening or breakage of cable. Final films before revision verify breakage of lower cable with rod displacement. Occipital plate has also broken allowing rods to displace distally.

Manufacturer narrative:
(B)(4).